Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor and freestyle libre sensor kits were reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The dose audit report covers the required time period. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A doctor reported a customer experienced an infection during his 3 day wear of the adc freestyle libre sensor. Customer experienced discomfort, bruising, and pain, and had contact with a doctor who prescribed clindamycin (oral antibiotic) 300 mg twice a day for treatment. There was no report of death or permanent injury associated with this event.